Event description:
Patient reported left side rupture, seroma, and "capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The reported events capsular contracture, seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and seroma- late.

Event description:
Patient reported left side rupture, seroma, and "capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device in the posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ brown particles observed in the surface of the shell.